Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedance measurements. A recent measurement was high and out of range, however, the most recent shock delivery returned an in range shock impedance. Boston scientific technical services (ts) reviewed the observation and discussed that the gradual increase is likely due to calcification or scar tissue. Ts recommended increasing the out of range measurement alert and continuing to monitor the system. This rv lead and the implantable cardioverter defibrillator (ICD) remain in service. No adverse patient effects were reported.